Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-6480 pump is showing a pressure fault. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint was not confirmed. The device is working as intended. One unpackaged ar-6480 dualwave arthroscopy fluid management system was returned for investigation. The returned device was visually inspected, and it was noted signs of wear and tear. The warranty seal was not damaged. The returned device was assembled with a new ar-6430 lot# 40067370 and ar-6421 lot# 65708975 pump tubing and was tested and evaluated under normal use conditions for 115 minutes to see if the issue(s) reported could be reproduced. The pump was powered on, and no error messages or audible alarms were triggered. It was noted during the test that the pump motor/rotating parts made a loud noise when running. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. Upon functional testing, it was noted that the unit flush correctly. Functional testing with the trident (testing equipment), it was noted that every time the pressure was increased, the pump roller moved to the set pressure and stopped completely. This behavior is expected.